Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Insulin pump received with broken reservoir tube lip, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 107 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.